Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. On the second inflation, the dt/10-4/5.8/75 balloon ruptured circumferentially in the non tortuous right subclavian vein at sixteen to eighteen atmospheres for five seconds. A portion of the balloon was dislodged. The physician was able to snare and retrieve the balloon portion from inside the pt. Procedure was completed with another of the same device. The pt status is ok with no complications reported.